Manufacturer narrative:
(B)(4). The long60a device was received for analysis with no visual non-conformances and with a cartridge reload present. The device was returned with the anvil and closing trigger in the closed position and the firing mechanism engaged and advance partially in the first stroke. The cartridge reload was received partially fired. It should be noted that in order to open a device that is partially fired, a reverse stroke needs to be performed in order to open the device. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the third firing, the device was inserted into the trocar then would not open to place on the tissue. The device was not closed on tissue. Another device was used to complete the procedure. No adverse consequences reported.